Event description:
It was reported that the patient experiencing muscle stimulation presented to the emergency room; it was noted that the pacemaker exhibited back-up vvi operation. A device download was performed successfully in the clinic on (B)(6) 2017, and normal device function was observed. There was no adverse effect to the patient.